Event description:
Hill-rom received a report from a hill-rom technician stating the foot end brake casters were not holding. The bed was located at the account in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the brake casters not holding due to the wheels worn down on brake casters and cannot meet the locking mechanism. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced both foot end brake casters and caster supports to resolve the issue. Based on this info, no further action is required.